Event description:
The display was black while this c2 was being used on a patient. It is unknown whether ventilation was continued. The medical engineer tried to restart the c2, but the power button did not respond. The medical engineer had no choice but to disconnect the power cable from the battery and force it to shut down. After rebooting, it started normally.

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in ventilation. The root cause was determined to be defective display cable. In consequence the display cable was replaced. There was no patient or user harm reported.